Event description:
This is an (B)(6) male who previously underwent right hip hemiarthroplasty with bipolar articulating implant. Soon after his index procedure he suffered dislocation and dissociation of his bipolar implant. Underwent revision to another bipolar implant and presented for 2 week f/u in the clinic on tuesday 2 days ago with reported "click" which resulted when he was trying to get in his car and drive. X-ray was obtained which showed once again bipolar articulation failure between inner and outer balls. There was a complete dissociation and dislocation of the outer ball out of the acetabulum. Microport orthopedics-(B)(6) 2018.